Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries were not charging. There was no patient involvement.

Manufacturer narrative:
Additional information: event site state: (B)(6). Additional point of contact: (B)(6). A getinge field service engineer evaluated unit and traced fault to power management board. Fse replaced faulty power management board and checked. Unit charging and all ok. Completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer use. The failure analysis and testing dept. Received with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Due to the damage and the risk associated to the cardiosave test fixture, fat will not test this board. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.